Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer displays an error and then proceeds to reboot. This error occurs every time at bootup. The programmer remains in service. No patient involvement or complications were reported as a result of this event.